Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. If additional information or if the device is received at a later time this report will be supplemented.

Event description:
Olympus received a maude event report form which stated that during a laparoscopic tubal ligation, dilation and curettage, hysteroscopy, novasure and removal of the paraguard intrauterine device, multiple unsuccessful attempts were made to remove the intrauterine device. The physician opted to use a scope and grasper to remove the device. When grabbing the device with the grasper, a portion of the metal tip broke off inside the patient's uterus. The metal piece was locate via x-ray and the broken tip was retrieved from the patient. The procedure was completed and the patient was discharged in a stable condition.